Manufacturer narrative:
Product analysis: analysis was able to confirmed the reported intermittent telemetry. During analysis the programmer displayed an ER ror code and beeped three times. Analysis also noted that the stylus was non-functional, the keyboard slide cover was missing, both keyboard hinges were broken, the stylus tip was bent, and the keyboard was separating. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not interrogate unless there was pressure applied to the radiofrequency head connection port. The user attempted to use multiple different radiofrequency heads but the issue persisted. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.